Manufacturer narrative:
Block b3: exact date unknown, event occurred two years prior to the date the manufacturer became aware of the event.

Event description:
It was reported that the patient's implantable pulse generator (ipg) stopped working following a non-device related procedure. It was also stated that electrocautery was used during the procedure and the patient was not able to charge the implantable pulse generator (ipg) out from hibernation. The patient underwent an ipg replacement procedure and was doing well postoperatively.